Event description:
Reporter indicated that material leaked from around hub, then needle disengaged completely and material got on pt. There was no injury to pt or staff. The event is being reported due to possibility of injury should event recur.